Event description:
It was reported the customer was hospitalized due to high blood glucose. Troubleshooting was performed. The alarm history revealed several alarms, and the customer did not reprogram the insulin pump after clearing the alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.